Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing noise and artifact, and undersensing. It was further reported that the implantable cardiac monitor (icm) detected pause episodes that appeared to be non-physiologic, thought to be due to implant. The icm remains in use. No patient complications have been reported as a result of this event.